Manufacturer narrative:
(B)(4). Date sent: 8/18/2023. D4: batch # 957a99. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 957a99, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. Additional information was requested, and the following was obtained: 1. Did the device cut? Yes. 2. Was the cut line fully circumferential around the target tissue? Yes. 3. If the device fully cut, were both tissue donuts present? Yes 4. If the device fully cut, were both donuts complete? Yes. 5. How many counter-clockwise revolutions were used to open the device? Two revolutions. 6. How was it confirmed that the anvil was free from the tissue prior to removing? The head was attached in a standardized way using a purse string suture. 7. After firing was the adjusting knob turned ½ to ¾ revolutions? No. 8. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes sight revolutions in both directions.

Event description:
It was reported that during an unknown procedure there were no staples that came out of the cdh29b during a rectal resection. Thus, no anastomosis was shot. A resection and a new stapler were required. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2023.